Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not function was confirmed. It was found that there was a short circuit in the motor cable and the resistance value of the keypad of the handcontrol set was out of specifications. The motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. However, given the information provided we cannot discern a definitive root cause for the short circuit and the defective keypad of the handcontrol set. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via personal interaction that during an arthroscopic meniscectomy procedure when the surgeon pressed the button on the shaver, the micro tornado hp w handcontrol did not work with the beep. Replacing the shaver blade did not solve the issue. The surgery was completed less than a 30-minute surgical delay. There was no harm to the patient. The device was brand new and the first use when the issue occurred.